Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v769252, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient saw a power on reset (por) on the patient programmer on the night prior to the report when trying to interrogate the implant. The patient reportedly had a minor return of symptoms. The reporter stated that the patient had shoulder surgery on the morning of the report. It was noted that the patient had x-rays and an echocardiogram and other unknown tests prior to the por being present. It was further reported that the patient saw the health care professional on (B)(6) 2013 to have the device reset after the testing related to the surgery. If additional information becomes available a follow-up report will be submitted.